Event description:
It was reported that the patient had one of their implantable neurostimulators (ins) was explanted because it was "not successful" due to "problems." Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk; product ID 3889-28, lot # v422402, implanted: (B)(6) 2010, product type lead; product ID 3889-28, lot # v422402, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer , patient; product ID 3037, serial #(B)(4), product type programmer.

Event description:
Additional information reported indicated that the patient visited the hospital to discuss a possible bladder removal on (B)(6) 2012. The patient wanted their active neurostimulator removed during this procedure. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant ins: model unknown serial #unknown implanted: unk explanted: unk. (B)(4).